Event description:
Information received from the field does not address the patient's clinical status but notes far r-wave oversensing. Far r suppression was programmed to 110 ms, but the over- sensed events occurred at approximately 180 ms. The device was left programmed as is.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received